Event description:
Event was reported to (B)(4) by an attorney. The patient suffered mesh erosion, extrusion, frequent infections, dyspareunia, recurrent prolapse, recurrent and worsening incontinence, chronic pain and suffering, and other injuries as they became apparent. No further information has been provided.